Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k082590.

Event description:
On (B)(6) 2010, the lay user/patient's mother contacted lifescan (lfs) alleging that the patient's onetouch ping meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient's mother reported the alleged issue began on december 29, 2010 at 4:15pm. The patient's mother reported blood glucose results of "534 mg/dl" and 2 messages of "high" with the subject meter, performed within 20 minutes of each other. The calculated difference is not known if these glucose results exceeds or does not exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient's mother claimed the patient manages her diabetes with insulin pump. The patient's mother stated she increased the patient's dose of humalog insulin to 15 units half an hour after the alleged issue occurred. About an hour after the alleged issue occurred, the patient's mother indicated the patient was feeling nauseas and tired. It is not known if the patient received any medical treatment after the start of the alleged issue; however the patient's mother reported that she tested the patient on another meter (brand unknown) and obtained a result of "456 mg/dl" at 5:30pm that evening. At the time of troubleshooting, the cca noted an approved sample site was used to obtain the blood glucose results, the subject meter's unit of measure was set correctly, and the patient's process for testing was correct. The patient did not have the control solution available to perform a quality control test. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient's symptoms do not meet the criteria for a serious injury and the patient did not receive any form of medical intervention. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.